Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all the stations were on critical override. A technical support specialist (tss) accessed the specified server and reviewed system status through the server utilities, identifying an interface delay issue. The tss examined the database and observed a large number of devices affected by inbound delay, and further checks confirmed that the communication component was in a disconnected state. The tss restarted relevant communication and messaging services and attempted to deploy the required interface package, which initially remained queued due to a high volume of pending messages. The tss monitored the message queue until it fully cleared and verified that message processing times returned to current status. The tss revalidated the system condition to confirm that the issue affecting override functionality was resolved and performed verification with the customer. The tss attempted follow-up communication, observed no further issues after resolution, and proceeded toward case closure as agreed after monitoring. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all stations entered critical override mode beginned at approximately 2:30 am est. The customer reported that no new orders were being received during this period; however, no specific order details were available for review. The issue affected all stations, disrupted normal medication dispensing workflows. The customer also stated that they were not aware of any scheduled hit downtime or maintenance that could have contributed to the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.